Event description:
It was reported that a malfunction alarm occurred. Additionally, the pump time was incorrect, cause was unknown. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customers mother administrated a manual correction injection to address bg. During troubleshooting with technical support, the malfunction alarm was cleared, the customer corrected the time, and insulin delivery was resumed successfully.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.